Manufacturer narrative:
Lead: model 39565-30, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Extension: model 3708140, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Extension: model 3708140, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Programmer: model 37743, serial# (B)(4), accessory: model 37752, serial# (B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient felt stimulation in her legs and the bottoms of her feet, instead of her low back, leading to acute pain. The pain was first felt on (B)(6) 2012. There was no known accident or incident related to the complaint, though it was noted that the patient had tripped approximately one and a half months ago. The patient had four programs, but had only tried one of them. Additional information received reported that the patient was reprogrammed and was able to capture stimulation where it was needed. There were no abnormal impedances, and the patient left with 4-5 groups that were helping her with her pain.